Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a novel implant procedure. Following the procedure, it was found that the implanted atrial lead was failing to capture. Further investigation of the anomaly indicated that the lead had dislodged. The lead was explanted the following day on (B)(6) 2020. There were no patient consequences.